Manufacturer narrative:
Pr 9228055: follow up MDR for device evaluation three photos of 5ml eurographic product packages were received and evaluated. One image shows the top web graphics side of a sealed package, the label of a box carton and the cover page of a eurographic insert. The next image shows the case label on a cube of 4 boxes, and the back of a eurgraphics box carton. The last image shows page 1 of the bd certificate of compliance for material 309649, batch 3240894. The condition observed is acceptable per product specification. As a part of this investigation the senior manager of quality was consulted. Non-pyrogenic is stated on the eurographic product insert and box carton which meets compliance requirements. Since the reported defect is not a true defect, no corrective actions are necessary. A device history record review was completed for provided lot number 3240894 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c label content was missing. The following information was provided by the initial reporter: "our quality control team noticed that the non-pyrogenic symbol, stated in the certificate of compliance, is missing on the packaging."